Event description:
Related manufacturer reference number: 1627487-2022-05948. It was reported the patient experienced uncomfortable stimulation. As a result, surgical intervention was undertaken wherein the system was explanted. No new devices implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.